Event description:
Pt admitted emergently to the cardiovascular lab for left heart cath with possible intervention. Pt found to have a 100% total occlusion of the right coronary artery. A cypher stent was placed in the mid rca. Attempt was made to place a second cypher stent in the distal rca. After two unsuccessful attempts was made to place the stent, stent and balloon withdrawn from pt. Upon visualization of the stent and balloon, it was found that the stent was not present on the balloon. Fluoro imaging found the dislodged stent in the area of the left renal artery. Abdominal angiogram confirmed the dislodged stent in the left renal artery. Snare was placed and captured the stent which was withdrawn out through the guide and femoral sheath.